Event description:
Arm of the gx765dc fell forward and struck a user on user's head, resulting in a laceration. The user was taken to the emergency room where user received three samples to close the laceration. The user was not hospitalized. During a follow up conversation with the pt 3 weeks later, it was reported that user has recovered and is doing fine.